Event description:
Patient undergoing catherization. A sheath was inserted first, followed by an arrow intra-aortic balloon. When the balloon was inserted blood came through the helium port. The procedure was stopped. Another balloon catheter of the same brand was utilized without any difficulty.